Event description:
During the atrial fibrillation procedure, it was noted that the proximal electrodes 7-8 and 9-10 had no physical spacing. No anomalies were noted prior to insertion, and the catheter electrode spacing was displaying correctly on the mapping system. There were no difficulties removing or inserting the catheter through the introducer. The size used was 7f. The device was not replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3 one decapolar, inquiry steerable diagnostic catheter was received for evaluation. Electrodes 7-10 were displaced with no physical spacing between them and they migrated towards the distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the displaced electrodes remains unknown.